Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms. Customer¿s blood glucose was 497 mg/dl. Troubleshooting was performed for no delivery alarm. Customer reported that issue was a past even and no delivery was resolved with a complete reservoir and infusion set change. Products are expected to return for failure analysis.